Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/25/2013 with the following findings: the keypad cover was found to be torn near the up arrow button. During testing, the down arrow, ok and contrast keypad buttons were found to be intermittently unresponsive; the up arrow button responded appropriately. No buttons were found to be sticking. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a tactile change issue. The "down" and "ok" buttons are difficult to push and require multiple presses to elicit a response. The issue began 3 months prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Mom reports that the down arrow and okay buttons are hard to push and must be pressed several times before the pump responds. Mom reports that this has been going on for 3 months.